Event description:
The pt was revised because of a bone fracture and the hip stem was loose.

Manufacturer narrative:
The device associated with this report was not returned. A complaint database search finds no other reported incidents against the provided product and lot code since its release for distribution. The investigation could not draw any conclusions regarding the reported event. Based on the investigation, the need for corrective action is not indicated.

Manufacturer narrative:
Please note corrected information in section patient information. There is no new information that would change the outcome of the investigation.

Manufacturer narrative:
**Update** (B)(4) 2012: litigation documents were received. Litigation alleges that the patient suffered pain, stiffness, discomfort, excessive levels of chromium and cobalt and weakness which in turn negatively affect the patient's mobility and quality of life. There is no new information that would change the outcome of the investigation.